Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices shows damage that is typical with explants. A review of the complaint history shows no prior complaints for the listed lots. No clinical supporting documents have been provided to conduct a thorough analysis of this case. Our lab did an analysis and the results were: deformation and scratching was observed on the od bearing surface of the polarcup insert. This damage could have been caused by third-body debris such as bone cement or bone chips. No material deviations were found during this investigation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed to remove the insert due to pain.